Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the valve used in the case. Please reference related manufacturer report no. 2015691-2016-00884. Image review was completed by an (B)(4). The procedural cine images were submitted for review, however, no echo provided. Upon review of the procedural angiography it was observed the native leaflets and rca were heavily calcified, bav was good, no pvl was seen with injection, the first valve to cross the annulus was not aligned on the balloon per IFU, the distal marker was seen in the lv, the first valve embolized and was deployed in the descending aorta, and the second valve was deployed well. Impressions: no images were provided of the valve alignment or ¿movement of balloon¿. The only image available showed the first valve, prior to deployment, was not aligned between the markers on the balloon per the IFU. The distal marker was seen in the lv, which deployed the valve unevenly and caused the valve to embolize. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, as seen on image review, the valve not being aligned between the markers on the balloon caused the valve to deploy unevenly, resulting in the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 29mm sapien 3 valve, the valve moved on the balloon and was not centered. The valve was placed in the descending aorta. A second valve was successfully implanted review of imaging showed the valve was not aligned between the markers on the balloon during valve deployment and the valve deployed unevenly. The valve embolized into the aorta and was deployed in the descending aorta. A second valve was deployed well. No images were provided of the valve alignment or reported "movement of balloon".